Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. No rotor or dye study was performed. As per the pump¿s log, the following occurred: (B)(6) 2017 - motor stall occurred at 06:10. On (B)(6) 2017 - motor stall recovery occurred at 06:25. On (B)(6) 2017 - motor stall occurred at 08:49. On (B)(6) 2017 - motor stall recovery occurred at 09:24. On (B)(6) 2017 - motor stall occurred at 16:00. On (B)(6) 2017 - motor stall recovery at 18:25. On (B)(6) 2017 - motor stall at 00:51. On (B)(6) 2017 - stopped pump period may exceed tube set at 00:51. On (B)(6) 2017 - motor stall recovery at 11:58. On (B)(6) 2017 - motor stall occurred at 17:38. On (B)(6) 2017 - motor stall recovery occurred at 18:49. On (B)(6) 2017 - motor stall occurred at 19:43. On (B)(6) 2017 - motor stall recovery occurred at 17:50. On (B)(6) 2017 - motor stall occurred at 23:30. On (B)(6) 2017 - motor stall recovery occurred at 08:07. On (B)(6) 2017 - motor stall occurred 11:29. On (B)(6) 2017 - stopped pump period may exceed tube set at 11:29. The pump was replaced on (B)(6) 2017. The patient was without injury and had recovered without sequela. As per the pump¿s log, the following medications were being administered via a simple continuous dose rate as of (B)(6) 2017: morphine with concentration 25.0 mg/ml at a dose rate of 15.020 mg/day, and bupivacaine with concentration 13.0 mg/ml at a dose rate of 7.810 mg/day. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. Analysis of the catheter found that there was a non-significant anomaly. The pump connector was damaged at explant.: eval code-conclusion 11 on the pump updated to 24. Eval code-result 3233 on the pump updated to 180 and 925. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient receiving unknown morphine with an unknown dose and concentration via an implantable pump for spinal pain. It was reported the patient was experiencing withdrawal symptoms and a critical alarm was occurring. The critical alarm that was occurring was for a motor stall. There was no known issue that may have caused or contributed to the event. Diagnostics/troubleshooting included interrogation of the pump. Actions/interventions included pump replacement on (B)(6) 2017. The pump will be returned for analysis. It was noted that the issue was resolved at time of report, and patient's status at time of report was "alive-no injury." It was noted that surgical intervention occurred as the pump was replaced due to a motor stall. The patient's weight and medical history was unknown. Event date was (B)(6) 2017. No further complications were reported/anticipated.